Manufacturer narrative:
Monitor 2007, battery pack 2005. Device evaluations of monitor and battery pack have been completed. The reported problem was confirmed. The cause of the alarms was due to a damaged locking tab on battery pack. The battery pack was repaired. Then it was retested and restocked. The root cause of the damaged locking tab cannot be positively identified but was likely due to a forcible removal of the battery pack from the monitor. Monitor was tested and was found to be fully functional. It wa restocked. No adverse event resulted from the damaged battery pack. The patient received a replacement battery pack and a replacement monitor.

Event description:
The territory manager of a male patient contacted lifecor customer support to report that the pediatrician had notified him that the mother of the patient called and reported alarms. Support called and spoke with the mother of the patient. Support asked for a download. The download revealed that there were no automatic event, but there looked to be a couple shut down and start ups today. The mother sated that they had not pulled the battery at any point that day. Support sent the patient a replacement monitor and battery pack.